Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-06193 - device 2 of 2. (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in china it was reported that patient faced two infusion set cannula bent events on (B)(6) 2024. No further information available.